Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to hear the auditory notification from the device. The patient will continue to be monitored remotely and will continue to be followed-up normally.